Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that universal silicone foley catheter balloon was inflated with water at 10cc, after few days it reduced to 3cc. The device was replaced, but there were no injuries beside the additional procedure for replacement. A section of the device did not remain inside the patient¿s body.